Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging a problem with his one touch ultrasoft lancing device. The patient reported that the lancet did not fire. The complaint was classified based on the customer care advocate's (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began two days prior at 10:00 am. The cca noted that the patient manages his diabetes with insulin; however, it is not known what action he took regarding her diabetes management as a result of the issue. Approximately 5 hours after the issue started, the patient stated he began to feel weak and shaky and treated self with food and/or drink. At the time of troubleshooting, the cca noted that the patient was using the correct technique. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.